Manufacturer narrative:
(B)(6).

Event description:
It was reported that when a nurse removed the huber needle (deltec® gripper plus® safety needle) at the end of treatment, the safety mechanism did not lock. There was no patient or clinician injury.

Manufacturer narrative:
Evaluation summary: the customer's returned sample was received in unused condition within its original packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were detected. A functional test of the sample revealed the safety mechanism was activated and performing as intended. A review of the manufacturing process for p/n 21-2767-24 l/n 3644120 was conducted in order to verify that there are no situations or practices that could create the event described by the customer. Production personnel are certified to perform a functional test using the insertion pad fixture t98-5406, in order to inspect if the needle is retracted. Production personnel take a sample of four at start up, the beginning of every job and at least every three hours, in order to identify any abnormal behavior on the transfer of the site to the pad. Quality personnel verifies that device did not trigger during capping. No root cause has been determined since the complaint was not confirmed. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.